Event description:
A healthcare facility reported that a heaterwire alarm was generated by the humidifier when used with an rt200 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The device is en route to the MFR for inspection. All breathing circuits are electrically tested during production and those that fail are rejected.